Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 24 april 2020: lot 1902271: (B)(4) items manufactured and released on 19-jul-2019. Expiration date: 2024-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
The patient came in for a post-op appointment reporting pain 6 month after the primary surgery. The surgeon observed from x-rays that the patient's cup had too much anteversion. The surgeon revised the cup, head, and liner and the surgery was completed successfully.